Manufacturer narrative:
During testing, the device delivered less than intended. The device delivered a measured volume of 18.6ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). This was due to a loose spring from the mechanism chassis/shaft assembly to the retainer groove of the plunger. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported an n187 (negative distal occlusion delivery) error code. This does not indicate a reportable malfunction. However, during verification testing at the service center, the device delivered less than intended.